Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted on the lead.

Event description:
It was reported that during post-implant check, the right ventricular (rv) lead was noted to exhibit loss of capture. The rv output was programmed to a higher voltage. The rv lead was then explanted and replaced on (B)(6) 2025. The patient was in stable condition.